Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a scope communication error (e226/ e228) and the image did not appear. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, d9, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure "scope communication error (e226/ e228)" was not confirmed and "no image" was confirmed. Based on the results of the investigation, and since the device malfunction, scope communication error (e226/ e228), was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard with the malfunction "no image", the cause was due to a deformation of the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.